Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the pipeline flex with shield stent failed to open at the distal end. It was noted that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not implanted; it was removed from the patient. There was no harm or injury to the patient who was undergoing a procedure for flow diverter treatment of a cerebral aneurysm. The event did not lead to or prolong patient hospitalization.

Manufacturer narrative:
Product analysis : ¿ as found condition: the pipeline flex device was returned within a primary and secondary shipping box and an open pipeline flex outer carton. ¿ visual inspection/damage location details: the pipeline flex pusher was found bent at ~118.0cm from the proximal end of the pusher. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. No damage was found with the pipeline flex pusher resheathing pad and sleeves. The pipeline flex pusher tip coil was found damaged (wavy). The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. One end of the pipeline flex braid was found damaged (frayed) and tapered (not open). The other end of the pipeline flex braid was found damaged (frayed) and open. The middle of the pipeline flex braid was found damaged (kinked). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report was confirmed as one end of the pipeline flex braid was found not open. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. Information regarding if the braid was deployed in a vessel bend and the patient¿s vessel tortuosity was not reported; therefore, could not be ruled out as potential causes. It is likely that the damage found with the braid contributed to the failure to open. However, the cause could not be determined. Regarding the damage found with the pipeline flex pusher, damage can occur if advanced/retrieved against resistance. However, the cause of the pusher damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no resistance during delivery of the pipeline. During the placement of the stent, it was positioned distal to the straight segment aneurysm and did not show opening of its distal segment, that is, its opening was unsuccessful. The procedure was completed with another stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.